Event description:
Paid (B)(6) for new freestyle libre 2 sensor. On 4 separate instances between (B)(6) 2023 through (B)(6) 2023 have had 4 freestyle libre 2 sensors fail after application reading code 365, replace sensor-"your sensor is not working. Please remove your sensor and start a new one". Abbott provided me with 3 replacements, all of which failed after application with the same error message. In reaching out to technical support; they will not refund the amount and only course of action on their end is to send "another" replacement. Reference reports: #mw5118191, #mw5118192, #mw5118193, #mw5118195, #mw5118196, #mw5118197.